Event description:
Informed by clinical services that a facility reported 30 minutes into a treatment, the catheter was flushed and subsequently the machine alarmed. It was found to be leaking around the connection. The line was reconnected and there were no further problems. Estimated blood loss 50 cc. No medical intervention. The line is not available for examination. Medwatch filed on the blood loss.